Event description:
Complaint received that the brakes were not holding. No injury reported.

Manufacturer narrative:
Technician found that the brakes were not holding. Would ratchet from side to side. Replaced all four brake casters to resolve this issue. Located in maintenance shop.